Event description:
The patient received a pump exchange on (B)(6) 2019. An echo/ramp study showed normal showing ability to decompress the lv and close the aortic valve. A rhc showed low output state with ci ~1.8-1.9 even after optimization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4) confirmed the presence of pump thrombosis. (B)(4) was returned assembled with the dl cut approximately 1¿ from the pump housing, approximately 12.5¿ of the internal portion of the driveline was returned, and the distal portion of the driveline was returned 21" in length (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow graft bend relief collar was returned, and the outlet elbow was returned attached to the pump. Upon disassembly of (B)(4), examination of the rotor revealed a tissue-like thrombus formation surrounding the inlet bearing ball and the inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. In addition, examination of the proximal-side of the outlet stator revealed a small thrombus situated adjacent to the outlet bearing ball and stator blades. The lack of laminated layering indicates that the thrombus did not initially form in this location. The specific origin of this thrombus could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient developed pump thrombosis. Subsequently, the patient underwent a pump exchange on a unknown date. No further information was reported.